Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this patient presented for a follow up with episodes of syncope. Upon device interrogation it was noted hat the device was in safety mode. The device was thus explanted and replaced. Should the device be returned analysis will be performed. No additional adverse patient effects were reported.